Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting cable and ECG "a" was pulled from the strain relief and is missing. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.